Manufacturer narrative:
H6: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2022. Approximately 10 months after the initial procedure the patient had a left knee revision on (B)(6)2023. The patient had and will continue to have pain and suffering. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm. (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. (B)(6), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 204-70-00 - tibial stem ext. Screw. Pending investigation.